Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a female patient who received super poligrip original (formulation number (B)(4)) over a period of 8 years for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip extra care with poliseal (formulation number (B)(4)) and super poligrip (variant not specified and formulation unknown). On an unknown date, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced zinc toxicity, copper deficiency, nerve damage, nerve injury and injury. Super poligrip was discontinued on (B)(6) 2008. Plaintiff avers that when super poligrip original is foreseeably swallowed and/or otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted copper levels in the body. This copper depletion results in the development of, inter alia, a constellation of neurological symptoms. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletions, permanent neurological and other physical injury has already been suffered by the user." The attorney stated that the plaintiff is left with "permanent, profound personal injuries and enduring disabilities." At the time of reporting, the outcome of the events was unresolved per reporter. Medical records were received on 17 december 2009. Medical records noted that the patient developed peripheral neuropathy secondary to the copper deficiency. In (B)(6) 2006, the patient began to experience bilateral foot numbness. In (B)(6) 2006, the patient began to complain of her hands being numb. The patient subsequently experienced bilateral numbness and tingling in hands and feet. Nerve conduction studies showed slightly low conduction velocity on tibial nerves. In (B)(6) 2007, hematology assays revealed leukopenia as well as continuing anemia. Bone marrow study collected (B)(6) 2007 revealed normocellular marrow with slight erythroid hyperplasia, marked neutropenia and moderate anemia with thrombocytosis. Erythroid and granulocyte precursors had cytoplasmic vacuoles. Occasional ringed sideroblasts were noted. These findings were consistent with zinc-induced copper deficiency. On (B)(6) 2007, serum zinc was 1.86 mcg/ml (normal 0.66-1.10), copper was less than 0.10 mcg/ml (normal 0.75-1.45) and ceruloplasmin 1.5 mg/dl (normal 22.9-43.1). The patient was treated with copper supplementation. Gabapentin was prescribed for extremity numbness. The patient was placed on carbamazepine (tegretol) for neuropathic pain. On (B)(6) 2007, the patient's zinc was 1.51 mcg/ml, copper was less than 0.10 mcg/dl and ceruloplasmin was 1.2 mg/dl. On (B)(6) 2007, the patient's values were as follows: zinc was slightly high at 1.97, copper level as normal at 0.83, and ceruloplasmin was slightly low at 20.5. By (B)(6) 2007, the patient's zinc was 1.61, copper was 0.36 and ceruloplasmin was 6.8. In (B)(6) 2008, the patient continued to have numbness and tingling in her feet from the leukopenia with the copper deficiency. On 20 (B)(6) 2008, the patient's zinc was 1.82, copper was 0.10 and ceruloplasmin was 1.8. Even after correction of the patient's leukopenia and anemia, she continued to have persistent extremity neuropathy. On (B)(6) 2008, the patient was queried and reported and she used poligrip denture cream three times daily for the past five years. The patient was advised to discontinue poligrip. On (B)(6) 2008, the patient continued to experience numbness and tingling on her feet and fingertips. She complained of fatigue and her walking was noted to "slightly unsteady". On (B)(6) 2008, the patient reported that she was still using poligrip but at reduced amount of once daily. The patient was again told to stop using poligrip. Lab values from (B)(6) 2008 revealed zinc of 1.83, copper of 0.15 and ceruloplasmin of 2.7. The patient was still using poligrip, once daily. Follow up information was received on 28 may 2010 via a legal claim from the patient's attorney. According to the legal claim, the patient used super poligrip from approximately (B)(6) 1999 until (B)(6) 2008. The patient experienced anemia, leukopenia, sideroblastic anemia, neuropathy, hyperzincemia, and hypocupremia. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available.